Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Aequalis ascend flex reversed insert was extracted due to a chronic infection. An antibiotic cement spacer was inserted until a later date.